Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous left anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced to the lesion after a non bsc guide wire crossed the lesion. However, the balloon ruptured at 6 atms for 5 seconds during initial inflation. The physician completed the procedure with subsequent dilatations using 1.5mm x 20 mm and 2.0 mm x 15 mm cayote es respectively. No patient complications were reported and the patient's condition was good.